Event description:
A (B)(6) female patient contacted zoll customer support to report constant check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check te messages) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open wire inside the trunk cable. The cause of the check te pad messages is the open wire. The root cause of the open wire cannot be positively identified but iis likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt and monitor.